Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting in (B)(6) of 2020, the patient¿s stimulator was not working, and it was alleged that the implant will just turn off. She will increase her settings on her patient programmer and the implant will come back on only when she increases the amplitude. She usually has the implant set to 5.7 volts, but she has had to turn the implant to 6.0 volts to feel the stimulation again. She is on group b. The patient has not had any falls or trauma. The patient clarified and indicated that she thought that the implantable neurostimulator was off because she will not feel the stimulation anymore, and she usually does not have to change the settings, but now she has to. It was reviewed that the patient can see whether or not the stimulation is on or off by looking for the lightning bolt on the top left corner of her patient programmer. The patient was redirected to her health care professional for possible reprogramming and to have the implant checked. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient got everything fixed and the issue resolved. The cause of the event remained unknown. No further complications were reported or anticipated.